Manufacturer narrative:
The device and the power supply unit (psu) were returned to resmed and an evaluation was performed. The evaluation found that the psu failed to charge the internal battery. It was confirmed that the psu was defective. The psu was replaced to address this issue. The device was serviced and retuned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.